Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 04mm x 15mm wolverine peripheral cutting balloon was selected for lower limb arterial dilation. During the procedure, the balloon was inflated twice with 6 atm with 30 secs inflation time each. However, the balloon ruptured upon the second inflation at 5 atm, and a pinhole was noted on the tip. The device was removed normally, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.